Manufacturer narrative:
Concomitant products: product ID 8709, lot# l69630, implanted: (B)(6) 1999, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the health care professional was looking over the patient¿s last programming and realized the refill date was supposed to be (B)(6) 2014 and not (B)(6) 2014. At the time of report the patient was a nursing home patient and was bedridden. No pump alarm was reported. The low reservoir alarm was set to 1 ml. The pump was used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.